Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a blood spill and a burning smell coming from the orthopat machine. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report a blood spill and burning smell coming from the orthopat machine. No injury or reaction noted. Upon evaluation the reported problem was verified. A major blood spill was discovered. The power supply, driver board and all damaged components were replaced. The machine was disassembled, decontaminated and is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). Haemonetics (B)(4).